Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that it was difficult to count carbs and that the blood glucose had been running high. The blood glucose reading went up to 435 on a day the customer stated only ate soup and salad. The customer treated with a bolus. The customer reported that the drive support cap appeared normal and recessed. The customer reported that a health care profession had checked the settings and verified they were correct. The customer was advised to call back with a tubing clamp available in order to run a high pressure test. The customer was advised to consult a dietitian or trainer for assistance counting carbs.